Manufacturer narrative:
A magnified photo was provided of a video screen. The lens is not visible. An opaque material was observed in the photo. This appears to be in the front of the eye. The material was removed per the information provided. The material was not returned. No determination can be made from the photo. A non-company lens was indicated with the autosert handpiece and an company viscoelastic. The product was not returned for evaluation. No determination can be made without physical evaluation of the complaint sample. Non- company was indicated. The reported complaint may be related to a failure to follow the IFU. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. No other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that foreign material was adhered to the iol following an intraocular lens (iol) implant procedure. The foreign material was still present on postoperative day 1 visit but in a different location on the iol. Additional information was received from the surgeon indicating that removal of foreign material was completed three days following the initial procedure. There was no patient harm, no inflammation, and no visual impairment. The surgeon believes the foreign material originated from the cartridge.